Manufacturer narrative:
(B)(4) g2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was discovered to have missing components. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, d9, g3, g6, h1, h2, h3, h6, h11 visual examination of the returned product/provided pictures identified the device exhibits signs of use, scratches, scuffs and confirming complaint that one set of components 1 and 2 are disassembled / missing & not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This compliant can be confirmed based on the evaluation of the returned device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event this compliant can be confirmed based on the evaluation of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.